Event description:
Reportedly, during the f/u performed on (B)(6) 2012, the physician observed noise oversensing episodes stored in the ICD memories. An explanation is required.

Manufacturer narrative:
(B)(4), 2012. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.